Event description:
Manufacturer received a report from the end user's family member alleging that their spouse made a "slight movement forward" and the "chair toppled forward", causing end user to fall to the floor and fracture their hip. It is unclear how the device caused the incident.